Event description:
It was reported that the inadequate subcutaneous tissue at the insertion site which led to hyperglycemia (449 mg/dL), and the elevated blood glucose was treated with a manual insulin injection on (b)(6)2026.

Manufacturer narrative:
(b)(6). Based on the available information, this event is deemed to be a Serious Injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.Reporting Site: 8021545.Manufacturing Site: 3003442380.